Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a recurring power error and a hardware error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error and confirmed in the formatted history file. The power management graph shows and the detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Format history file analysis confirmed pump error 63 due to poor solder joint at connector ambient light sensor on keypad assembly. The device had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer.